Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 762 mg/dl. Customer stated his infusion set had a leak to it and caused his high blood glucose value. The customer was treated with manual injection. Customer was in the hospital for 2 days due to leaks in the infusion set. After going back on pump therapy with no issues with infusion sets his blood glucose values were back in range of 180 to 140 mg/dl. The insulin pump will not be returned for analysis.